Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, and elevated chromium and cobalt levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02613 / 02616).

Manufacturer narrative:
This follow-up report is being filed to relay laboratory results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02613 / 02615). Not returned by attorney.

Event description:
It was reported in operative notes received that patient underwent a hip revision procedure approximately five (5) years post-implantation due to pain, metallosis and elevated metal ion levels. During the procedure, metal-stained tissue, dark stained synovial fluid, well-fixed cup and stem, small pocket of osteolysis on the acetabulum were noted. The modular head was removed and replaced with a poly bearing.